Event description:
The pt experienced inadequate stimulation paresthesia to her low back and legs. An x-ray confirmed lead migration/dislodgement. The pt had a revision surgery in 2008. The pt recovered without sequela.